Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. It was noted that the device had flipped, indicating twiddlers syndrome. The lv lead was observed to be in the right atrial port. The lead was explanted and replaced. No additional adverse patient effects were reported.